Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 236,832 joules during prostate vaporization. The physician decided that the bph procedure was complete. Neither the patient nor the end user experienced any injuries as a result of this event. The patient outcome was reported as "fine".

Manufacturer narrative:
Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.